Event description:
It was reported that a patient was hospitalized due to an infection that occurred after generator revision surgery. The infection is being treated with vancomycin. Good faith attempts to obtain information and additional information on the patient's infections have been unsuccessful to date.